Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is not within instructed specification since they are kept in vehicle and kitchen. Test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1:306mg/dl (B)(6) 2015 12:30pm. 2:437mg/dl (B)(6) 2015 11:43pm. 3:175mg/dl (B)(6) 2015 07:43am . 4:160mg/dl (B)(6) 2015 06:26pm . 5:146mg/dl (B)(6) 2015 12:28pm . 6:192mg/dl (B)(6) 2015 07:52pm . 7:176mg/dl (B)(6) 2015 06:43pm. Adverse event not reported.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is not within instructed specification since they are kept in vehicle and kitchen. Test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 306mg/dl, (B)(6) 2015, 12:30pm; 437mg/dl, (B)(6) 2015, 11:43pm; 175mg/dl, (B)(6) 2015, 07:43am; 160mg/dl, (B)(6) 2015, 06:26pm; 146mg/dl, (B)(6) 2015, 12:28pm; 192mg/dl, (B)(6) 2015, 07:52pm; 176mg/dl, (B)(6) 2015, 06:43pm. Adverse event not reported.